Manufacturer narrative:
This case was documented in the article "z syndrome still possible with newer generation crystalens" by michelle dalton, eyeworld contributing editor. (Ascrs eyeworld.org, april, 2010) (source: william b. Trattler, m.d.). The surgeon has indicated that there is no further information on this case. The product lot number and serial number are unknown. The product is not available for evaluation. The investigation is ongoing.

Event description:
Published article - case 1 of 2. Patient with intraocular lens (iol) implant experienced z syndrome described as bands of striae/fibrosis observed in the posterior capsule, which led the inferior part of the optic to shift forward, while the superior part of the optic had shifted posteriorly. Following yag capsulotomy, the z syndrome resolved, and the iol returned to its normal position. The surgeon has indicated that there is no further information on this case.

Manufacturer narrative:
A review of the trend analysis, risk analysis and directions for use was performed and considered acceptable, with the product performing within anticipated rates. Based on the information available, we are unable to determine a root cause. No corrective action is necessary at this time.